Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient experienced an infection at unknown location. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue. Infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.